Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level 27 mg/dl. The customer¿s current high blood glucose 208 mg/dl. The customer had treated with glucon shot. The customer does not allege insulin pump was over delivering. The product was returned for analysis.